Manufacturer narrative:
The reported ventilator was not returned for investigation, but info provided by the hospital respiratory department states that: for some clinical reason, the pt was not being ventilated adequately by the ventilator and the unit was being replaced when the observation of smoke was made. A different ventilator was used and whatever the problem was it cleared up. No one noticed a burning smell when the ventilator was on or off the pt. When the ventilator came down to the equipment section, there was no burning smell and there was nothing that look burned or signs of burnt parts. The ventilator was run continuously for many hours on a test lung with no issues. The ventilator is currently in use and no problems have been encountered. The pt was at the time receiving nebulized albuterol treatments in-line. One possibility given by the hospital is that it may have been an aerosol plume and not smoke that was seen, but the true cause is unk.